Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by a clinical representative that the customer called received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated the low was not pump related. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.